Manufacturer narrative:
The customer comment of the handpiece melting an irrigation cover at the tip was confirmed during service evaluation. During the service evaluation it was observed the angle joint was deformed. Based on the device instructions for use, a deformed angle nut can be caused by over torquing of the angle nut while attaching a tip to the handpiece. The device was not able to be repaired and was scrapped at the manufacturer.

Event description:
It was reported that the universal handpiece was being tested at the user facility when the device heated up resulting in the sheath melting. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
It was reported that the universal handpiece was being tested at the user facility when the device heated up resulting in the sheath melting. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.